Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mcs tip cover accessory associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the customer reported issue as the tip cover was found to have tearing at the mouth. Fa noted the tears were axially aligned with the tip cover and measure from .075¿ to .215¿ in length. A missing piece, measuring roughly .044¿ x .075¿ was not returned. Fa concluded there were signs of thermal damage present at the end of the tears, which is indicative that arcing occurred. Based on the additional information obtained from failure analysis investigations, this complaint is a reportable event due to the following conclusion: the mcs tip cover accessory was damaged due to arcing and/or had holes/tears/missing material on the gray silicone area with no evidence or claim of user mishandling/misuse. While there was no harm or injury to patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that, prior to starting a da vinci-assisted procedure, the monopolar curved scissors (mcs) tip cover accessory was found to be damaged. The user swapped to a back-up mcs tip cover accessory and completed the case as planned. There was no report of patient injury.